Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify similar incidents reported for difficult to remove from this lot. The reported patient effects of mitral valve injury (tissue damage) and worsening mitral regurgitation (mr) are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. All available information was investigated and the reported difficult to remove appears to be due to user technique/procedural circumstances as the clip got caught on the chordae while the clip was inverted to re-position. Additionally, the leaflet injury and worsened mr appears to be the cascading effect of clip getting caught in chordae (procedural circumstances). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report difficult removal, tissue damage and worsening mitral regurgitation. It was reported that this was a mitraclip procedure performed to treat grade 4 mixed mitral regurgitation (mr). The first clip was implanted central-medial of the valve, reducing mr to 2. To further reduce mr, a second clip was placed lateral of a2/p2 scallop, but needed to be repositioned and during repositioning, became caught in the chordae. Once removed from the chordae, leaflet injury was observed. The clip was repositioned and implanted and after deployment, mr increased to 4+. A third clip was placed lateral to the second clip to try to reduce mr. However, after one grasping attempt another small flail and small tear was detected on p1 scallop of the valve. An attempt was made to catch the flail but after two attempts a laceration of the a1 scallop was detected. The third clip was not implanted and was removed, since there was no mr reduction. The final mr was 4+. The patient remained stable. No additional information was provided.